Manufacturer narrative:
H11: two (2) samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between the patient adapter of each device and an in-lab titanium adapter; there were no connection issues or leaks observed. The reported condition was not verified on either sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of two (2) minicap transfer sets and the titanium adapter which resulted in leaks. There was one patient involved. A transfer set was placed on a patient which had a connection issue and a leak. It was replaced with another transfer set and the same issue happened again. Therefore, that transfer set was replaced with another and the problem was solved. This was observed during use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.